Event description:
Patient called edwards technical support reporting her valve which was implanted in (B)(6) 2005 now has to be replaced because "it's not doing what it's supposed to". The patient couldn't give much more information. She did have some concerns as to why the valve was not functioning properly and wanted to speak to someone who could address her concerns. No additional information was yet provided.

Manufacturer narrative:
Additional manufacturer narrative: per edwards follow up with the patient, it was reported that the valve is "narrowing". Follow ups for medical records and additional information from the healthcare provider are ongoing. Additional information will be reported once made available to edwards.